Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device had a prime/fill anomaly. The customer¿s blood glucose was unknown at the time of the incident. No further details were given. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Unit received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, fading serial number label and scratched case.